Manufacturer narrative:
This product is not manufactured or marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted an 11.5mm (B)(4) -12.5 diopter implantable collamer lens, into the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2016 due to the patient reporting low vault and late lens opacity (asco). On (B)(6) 2016 the lens was exchanged for a longer lens. The problem was not resolved and the lens was exchanged again due to low vault, reference MDR# 2023826-2017-00194. As of the date of MDR reporting, the lens has not been returned for evaluation.

Manufacturer narrative:
On (B)(6) 2016, the patient's best corrected visual acuity was 20/15. The lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic broken. No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Device evaluation: dimensional inspection found the lens to be within specifications. (B)(4)